Event description:
It was reported that during a lap gastric bypass, on the second firing not all of the staples formed bs, some were sticking out of the staple lines. The device fired properly during the first firing. The cut line was fine. All firing after the event worked properly. Suture was used to over sew the area in question on the staple line. There was no adverse consequence to the patient reported. One device will be returned. (B)(6).

Event description:
Caller states patient reportedly received result of 20 mmol/l on the advantage system and 6 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that pt obtained results of 24.7 mmol/l, 11.7 mmol/l, and 9.9 mmol/l, within 10 minutes, on the aviva system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.